Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. [ no injury or medical intervention the probable cause was the transmitter and app were unable to restore the connection.as reported.

Manufacturer narrative:
(B)(4).